Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device found some little marks related to normal use. Additionally, the cutting surfaces were noted dull to the touch, it was not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the graters are dull by the sales rep. Upon follow-up, only two grater heads within the set were identified as dull within the healthcare setting by the surgeon. The remaining graters were returned for routine product replenishment only and a failure was not identified at the time.